Event description:
The account alleged the brake pedal does not stay in the locked position, the brake pedal pops out of brake mode if you push on the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake mechanism block assembly, brake caster steer caster to resolve the issue.